Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on the left main (lm) and left anterior descending artery (lad). After the lad was stented, a 3.50 x 16synergy stent was deployed to cover the lm lesion, but soon after deployment a distal stent edge dissection was noted. To cover the edge dissection, a 2.75 x 12 synergy stent was deployed. The procedure was successfully completed. No further patient complications were reported.